Event description:
It was reported the customer had low blood glucose and was treated by the paramedics. A week later, the customer was hospitalized due to low blood glucose. It was stated while the customer was in the hospital, he was placed on new medication to help his metabolism.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.